Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis cannot be completed. A review of the service history logs revealed that the hc was previously serviced on 01/31/2014. The service history review did not identify any issues in the previous service events that would have contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Troubleshooting revealed that the hp ended therapy after the fourth fill the previous night, and upon starting therapy the next day the initial drain alarm was set to 0ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.